Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed multiple loss of prime warnings associated with zero force. When performing the "prime" step on during investigation the pump was not able to prime.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.